Event description:
The ge oec 9900 fluoroscopy system displayed an a/c line voltage not configured error message.

Manufacturer narrative:
A ge oec service rep investigated the issue and that the configuration in the service configuration was not properly selected. The line voltage block was configured appropriately. The system was tested and found to be operating as intended and released to the customer for use. No negative pt effect was reported due to this malfunction. The facility was unable to, or would not provide any pt info with respect to this issue.